Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that high out of range shock impedance measurements were noted when it comes to this device. Boston scientific technical services (ts) discussed the case and noted to perform lead integrity testing at the next follow up. No adverse patient effects were reported.